Event description:
The customer reported that after 1.5 hours into a 3.5 hrs treatment, they noticed a pool of blood under the chair. The pt's vascular access was inspected, and it was noted that the venous needle had pulled out, but was still affixed to the pt's arm with tape. The pt was given 500 cc of saline and hemostasis was achieved at the puncture site. Another needle was inserted into the access and the treatment was resumed with no further incident. The pt was asymptomatic throughout the event. The estimated blood loss was 500cc's the physician was notified and the pt's erythropoietin dosage was increased. The pt completed his prescribed treatment and was discharged from the unit to home. He returned for his regularly scheduled treatment in 2007, and continues on his dialysis schedule with no further issues.